Event description:
It was reported that this pacemakers available data was previously analyzed and it was depleting normally, however the physician reviewed the patients medical record and they concluded the battery depleted faster than expected, with the review of available showing it was the case. The device was explanted and replaced, with a request for the analysis of the device and data. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
Please disregard the previous report 2124215-2023-43794 as this was already reported under report 2124215-2023-41781.

Event description:
It was reported that this pacemakers available data was previously analyzed and it was depleting normally, however the physician reviewed the patients medical record and they concluded the battery depleted faster than expected, with the review of available showing it was the case. The device was explanted and replaced, with a request for the analysis of the device and data. No additional adverse patient effects were reported. The device is expected to return for analysis.